Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer allowed the pump's battery life to reach very low levels resulting in the pump to shut off. Afterwards, the pump became unresponsive and would not turn back on. The customer's blood glucose level was slightly high.